Event description:
Additional event information received on 10/4/2018. No replacement was ordered since the device is out of warranty. The sales rep was directed to for other possible options. Information received on 10/5/2018 stated that sales rep's approved replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation revealed the upper jaw on the expressew iii was significantly deformed and bent. This contributed to the misalignment of the jaws and the failure of the passer to perform as intended. The reported complaint was confirmed. Historically, one possible root cause is that the end user might have hit hard bone in the joint space forcing the jaws of the device and suture track to bend. Based upon the investigation the damage to the device (distal tip) was likely caused by improper handling, indicating user misuse. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's expressew iii with hook jaw bent while inserted in the patient. The sales rep was unsure on how exactly the device bent. The sales rep stated that the surgeon was not grasping an excessive amount of tissue and the device had not passed the first needle. The case was completed with another like-device with no patient harm or delays. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.